Event description:
Additional information received noted that the lead exhibited helix rotation issues and was explanted on (B)(6) 2024.

Manufacturer narrative:
The reported events were lead dislodgement, over sensing, and a helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/ tissue. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region. After cutting the lead and cleaning the helix, the helix could be extended and retracted by applying torque directly to the inner coil, the full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of over sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. Dislodgement was suspected. The lead was surgically revised.